Event description:
During surgery while final tightening of screws to close the skull, the screw head came off. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation of the complained screws to close the skull shows that the screw head came off. Further investigation regarding the manufacturing documents, device history record, shows conformity to the specification. The broken surface itself is homogenous, indicating material conformity as well. The exact reason for this breakage is undetermined. The breakage is indicative of too much mechanical force applied well beyond the parts calculated design during usage.